Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot#p4l0749); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p5a0813); lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#50650170x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a rectosigmoidectomy, during low-rectangular stapling, the reload broke and became crooked. The reload changed, but the stapler did not staple even after replacement. The procedure was extended by one hour due to these problems. The stapler and reload were replaced with other products to resolve the issue.